Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts performed a power cycle on both ends, unattached and reattached the usb adapter to the other port, and checked switch settings and was unable to perform a patient-initiated interrogation (pii). Ts referred the patient to the clinic regarding the red alert and advised will need an updated cell adapter. Additional information received provided information the communicator exhibited a red call doctor icon due to the shock lead impedance was out-of-range on this cardiac resynchronization therapy defibrillator (crt-d). The electrogram (egm) showed an out-of-range measurement greater than 200 ohms. The communicator, device, and this right ventricular (rv) lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).